Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Received response per sales rep.: first procedure: was any device issue noted?no. How was the appearance of the staple line? Were there unformed, malformed or missing staples?no. At what location on the stomach was the device used?upper - creation pouch. Was the tissue thick? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?we don't know as we don't know where the fistulae exactly is. Analyses last week show that probably there was an ischemia and in that case the stapler is not linked to the fistula. What color cartridge was being used?blue. What other color cartridges were used before and after this event? White. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? No. Was the cartridge inserted correctly? Did they hear the "click"? Yes. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis; did he/she suffer from cancer? No. Does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. Second procedure (reoperation): how did the staple line look like? Ok. Was the fistula located on the staple line? Not able to see. What is the age and sex of the patient? Female. Is there any other additional information you would like to share about this device or procedure? Today there are reasons to believe that there was an ischemia, so fistula was probably not related to stapling.

Event description:
It was reported that eight days after post-operative gastric bypass, the patient had a fistula at the gastro-jejunal anastomosis. Gastric pouch fistulas re-operation was necessary. The patient is stable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.